Manufacturer narrative:
Additional information is expected with regard to this issue. This investigation will be updated should additional information become available.

Event description:
Boston scientific received information that this adaptor is part of an implanted system that exhibited a high out of range shock impedance measurement one day after implant. The new ICD (model/serial f161/(B)(4)) was implanted with two epicardial tachycardia leads (model/serial 0041/(B)(4) and 0041/(B)(4)) with an adaptor for each (this adaptor and model/serial 4312/(B)(4)). The cause of the high shock impedance measurement was not unknown. A revision procedure was scheduled and the patient was hospitalized.